Event description:
A report was received that the patient was having to charge her ipg more often. After reviewing the ipg charge profile, the bsn field clinical engineer discovered high impedances and determined that the ipg needed to be replaced. The physician replaced the ipg and during the revision, the bsn sales representative reported that the lead was frayed at the proximal end just distal of the contacts. The bsn sales representative suggested that the lead be replaced, however, the physician was confident that he could fix the lead. Following the revision the impedance levels were normal and the patient was reportedly doing well following the procedure.